Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or lead serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿mobile subcutaneous implantable cardioverter-defibrillator leads to oversensing and inappropriate shocks.¿ 10.1016/j.hrcr.2019.04.001 heartrhythm case reports. 2019; 5(7):371-373. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding this patient's right ventricular (rv) lead. The article reported that there was an apparent lead fracture. The lead was explanted and replaced. The status/location of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.